Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was visible contamination by the l bracket pole clamp a review of the event history log (ehl) identified battery was not working, the battery communication timeout, and base not responding. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced interconnect board and battery. Performed power up process.

Event description:
Additional information received via email there was no patient involvement in pump failure.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump had suspect interconnect board issue and battery not charging. No patient injury reported.